Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump user experienced low blood glucose. Customer blood glucose was 19 mg/dl. The user alleged that the insulin pump was over delivering of the insulin because performed correction without having to. Customer was treated with glucagon shot for low blood glucose. The insulin pump will be returned for the further analysis.